Event description:
Yes - this is a confirmed counterfeit. The expiration date printed on the returned test strip vial label did not match the expiration date on the lot record. The test strip vial and vial label are counterfeit; however, the test strips are genuine lifescan test strips. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).